Manufacturer narrative:
The lead was discarded, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported this ventricular lead was explanted and discarded due to high thresholds (5 volts); the physician extracted lead(s) and choose to change out device due to drain on battery. The lead was actively implanted for approximately 1 year, 7 months.